Event description:
It was reported that due to increased thresholds and diaphramatic stimulation, the left ventricular (lv) lead was capped. A new lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.